Event description:
The report received from the cath lab indicated that the stent was flared. The product was not used. No add'l info was given.

Manufacturer narrative:
The product has bee returned for analysis. Add'l info will be submitted within thirty day upon receipt.